Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 516 mg/dl. The customer stated that he did not have a backup and will go to the emergency room to be treated. The customer stated that the pump was beeping and the screen is blank. The customer stated that the pump read no delivery after a battery change. The customer was advised to insert new (B)(6) batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.